Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01281. The pt had two extensions implanted with the same lot number. It was reported the pt experienced soreness and discomfort after a fall on her ipg. The pt's ipg pocket was relocated to her abdomen and the ipg was replaced with a new one. During the procedure, a tunnel was created from the left buttock to the abdomen. A small incision was made halfway between both locations prior to continuing to where the ipg was going to be located. Upon closing the wound and taking off the dressing, it was noted that part of the extension had poked outside the skin and back into it while tunneling over. The surgeon made another incision and laid the exposed part back into the skin and closed the pt up again. The procedure took an additional five mins. The pt is receiving effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.